Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: the battery compartment was found to be cracked near the case seal and below the bumper pad. The up, down, and ok buttons were intermittently unresponsive. Contamination was found underneath all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the keypad buttons were unresponsive due to contamination on the contacts. This report is made based on results of investigation completed on 10/12/2015.